Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with bacteremia on (B)(6) 2023. They experienced intermittent fevers and leukocytosis. The infection was treated with ceftriaxone 2 milligrams daily and ampicillin 2 milligrams every 6 hours. The patient was discharged on (B)(6) 2023. They were transitioned to daptomycin to complete therapy from (B)(6) 2023 to (B)(6) 2023, after which they were transitioned to suppressive doxycycline. It was noted that they were likely to need 6 weeks with suppressive therapy.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.